Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2025; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient (pt) says that they don't think the programs they have are working, and is "in a hell of a lot of pain and am fed up with the whole thing". Pt says they don't think its helped since it was put in. Pt said it was discovered that their "leads had dropped" and says this was found on an xray and a manufacturing representative (rep) was there at the time and told the pt this. They said this happened "about a month ago or maybe a little more". Pt says that the rep had put in 3 programs for them, also about a month and a half ago, and they don't think they are working. Pt says they can barely walk. The issue was not resolved. The patient is traveling and is in fl and wants to see a rep. Emailed healthcare provider (hcp) listings to the patient. Pt is going to call a doctor from the list.